Manufacturer narrative:
Correlations between the reported strokes, intracranial bleeding, sepsis, right heart failure, and the implanted device could not be conclusively determined. A full evaluation could not be conducted as an autopsy was not performed and the pump was not explanted. The instructions for use lists stroke, bleeding, sepsis, and right heart failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump will not be returned for evaluation as it was not explanted, and an autopsy was not performed. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
Additional information: it was reported that on "(B)(6) 2016" the patient experienced a seizure and was started on keppra. A repeat CT of the head showed areas of hemorrhage in the left frontal, temporal and parietal lobes suggestive of areas of acute ischemic changes/acute infarcts. The patient was not on any anticoagulation therapy at the time of the event. On (B)(6) 2016 a CT of the abdomen confirmed a new large left retroperitoneal hematoma centered in the left posterior pararenal space. The patient was transfused with 5 units of packed red blood cells. The patient's anticoagulation therapy at the time was aspirin. On (B)(6) 2016 a CT scan showed progression of the cerebral involvement to include the bilateral occipital lobes and cerebellum, consistent with interval acute to subacute infarcts. The patient had been off anticoagulation therapy for an unspecified time. Physical exam was notable for intact brainstem function, but the patient was not moving their extremities off sedation. On (B)(6) 2016 support was withdrawn and the patient expired.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 days. The pump remains in use in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient experienced aphasia and a CT scan showed an occlusion of the left middle cerebral artery. On (B)(6) 2015, a thrombectomy was performed. On (B)(6) 2015, a repeat CT scan revealed conversion to a hemorrhagic stroke. It was reported that after the stroke, the patient had unspecified right-sided deficits. A j-tube was placed, and on (B)(6) 2016 the patient aspirated and coded requiring intubation. The patient's central venous pressure was 17mmhg and the estimated pump flows were low and occasionally outside the measurable (calculated) range. An echocardiogram revealed severe right heart dysfunction and the patient was started on low dose milrinone, and required epinephrine, levophed, dopamine and vasopressin. The patient reportedly looked septic and the systemic vascular resistance (svr) was 939 dynes-sec/cm^5. The pump speed was decreased to 9400 rpm and intermittent estimated pump flows continued. On (B)(6) 2016, the patient was stable enough for a repeat head CT scan which showed multiple new infarcts in addition to the previous left middle cerebral artery involvement. Left parietal lobe, bilateral occipital lobes, and bilateral cerebellum sites consistent with acute to subacute infarctions were reported. No additional information was provided.